Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 alleging low blood glucose (bg) ranging between 29 mg/dl and 50 mg/dl several weeks prior. The patient refused to troubleshoot the issue with animas customer technical support at the time of the call. The patient's current bg was not reported during the call. The patient made no allegation against the pump. The patient remained on insulin pump therapy and the pump is not being returned to animas for investigation. This complaint is being reported because the patient experienced low bg while on insulin pump therapy without a known cause.